Event description:
It was reported that the patient experienced erosion of the left corporal body. The tactra malleable penile prosthesis (mpp) was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.